Manufacturer narrative:
(B)(4): there was no activity outside normal use observed in the black box or history. An ezcarb bolus was performed using the patient's settings for 30 carbohydrates; the pump correctly calculated a 3.4 unit bolus. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys were responsive to user input. No hypersensitive keys were observed on keypad. The ezcarb calculation was found to function properly. The pump history confirmed the carbohydrate ratio.

Event description:
On (B)(6) 2012 the reporter, the patient's mother contacted animas to report the pump was not correctly calculating the bolus dose using the ezcarb function. The patient's school nurse noted the pump calculated a bolus of 2.4 units for 68 grams of carbohydrates, while she manually calculated the bolus dose should have been 3.4 units. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.